Event description:
It was reported the day after lead placement, the physician thought the atrial lead dislodged based on a chest x-ray. An interrogation and fluoroscopy imaging showed that the lead was still attached and working fine but the typical j shaped lead slack had moved into svc and the lead was pointing downward. The decision was made to add slack back into the lead without repositioning. That was done without incidence and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg (B)(6) 2014. (B)(4).